Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Three events were reported for this quarter. Three devices were received for evaluation. Two events were duplicated during testing; however, one device was found to have no component malfunctions. One event was not duplicated during testing; however, the device was found to be outside of specifications. Two devices were found to be affected by corrosion. One device was not returned to the user facility following evaluation. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 3 malfunction events, in which the device was reportedly leaking. There was no patient involvement; no patient impact.